Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, it was noticed that the tip of the sphincterotome was slightly twisted out of the package, but it did not affect the catheterization of the bile duct. It was then noticed during the procedure that the cutting wire broke during cutting. After the cutwire broke, for fear of damaging the working channel of the endoscope, the physician cut the sphincterotome in order to carefully remove it. Additionally, it was noted that the physician also removed the endoscope from the patient, and the endoscope was not damaged. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.